Manufacturer narrative:
The 5mm dia str handle w/ratchet (cev6285r) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Evaluation of the handle verified the complaint reported by the customer as valid. The two handles were hard to use. It was determined that the pin has been too dull. It was noted that this was an isolated occurrence and a reminder has since been sent to the operators.

Event description:
It was reported that the forceps/5mm dia str handle w/ratchet (cev6285r) does not open properly, despite lubrication. The device was used on a patient. There was no injury; however, surgery time was increased superior to 30 minutes. Another instrument was used to complete the procedure.